Event description:
It was reported that before usage of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper creeped ot and had loose closure. The following was reported by the initial reporter: vac cap loose.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. Photo was reviewed and the indicated failure mode for stopper cocked with incident lot was not observed. Additionally, 94 retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to stopper cocked as all samples met specifications. In addition, 10 retention samples from bd inventory were draw-tested with all weights being within specification limits. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.